Manufacturer narrative:
(B)(4).

Event description:
It was reported that "clinician reported that following spinal placement, the expected anesthetic effect was not achieved after administration of bupivacaine which led to conversion to general anesthesia. The patient was reported as fine."

Event description:
It was reported that "clinician reported that following spinal placement, the expected anesthetic effect was not achieved after administration of bupivacaine which lead to conversion to general anesthesia. The patient was reported as fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The potency of bupivacaine meets specifications according to the manufacturer's quality checks. A device history record review was performed on the bupivacaine ampule with no evidence to suggest a manufacturing related cause. The potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.